Event description:
Facility reports that as they were transferring a patient from toilet to wheelchair using an uno 102 that with the lift arm in the highest position, a crack was heard coming from the actuator, and the inner tube separated from the outer tube. The patient fell to the floor and suffered a broken femur.

Manufacturer narrative:
Pursuant to identifying a reportable event involving uno 102 patient lift, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.